Manufacturer narrative:
Corrected data: b5.-a facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, loss of bcva, and patient discomfort. Medication was prescribed. Reportedly, 'four month history of headaches and progressive bov. She was prescribed an unlabeled eye drop, however her vision continued to deteriorate'. The lens remains implanted. The cause of the event was reported as other. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D4.- primary unique device identifier (UDI) #: '(B)(4) should be added. H6. Health effect- clinical code (e): 2137/ 2330/ 4581- 'loss of bcva' should be added. 1880/ 4581- 'significant reduction of endothelial cell count' should be removed. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- significant reduction of endothelial cell count h11- manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced an elevated iop and significant reduction of endothelial cell count. Medication was prescribed. Reportedly, 'four month history of headaches and progressive bov. She was prescribed an unlabeled eye drop, however her vision continued to deteriorate'. The lens remains implanted. The cause of the event was reported as other. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.